Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction (goo) during an eus-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2026. During the procedure, visualization of the axios catheter was limited due to extensive debridement within the stomach. When attempting to deploy the distal flange of the stent, the physician experienced difficulty but was eventually able to visualize the axios stent. Resistance was then encountered while attempting to pull back the delivery system. In an effort to release the delivery system, the physician attempted to re-sheath the axios stent, which allowed the delivery system to disengage. While still on step 2 of the catheter, retraction of the delivery system resulted in the unintentional deployment of the proximal flange. Despite the difficulty and premature deployment of the proximal flange, the stent deployed in the correct location, and the physician is comfortable leaving the stent in place. There was no patient complications reported and the patient's condition following the procedure was reported to be fully recovered. Note: it was reported that the device was intended to be placed transgastric to the jejunum to treat a gastric outlet obstruction (goo). The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall." The axios stent is not indicated to be implanted transgastric to the jejunum. It was reported that the physician re-sheathed the distal flange by trying to reverse the handle back to step one. However, per the IFU "the stent cannot be re-sheathed after the stent first flange has been deployed."

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150103 captures the reportable event of stent prematurely deployed. Imdrf device code a0510 captures the reportable event of delivery system retraction problem. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of stent premature deployment and delivery system retraction problem. Taking all available information into consideration the investigation concluded that there is not enough evidence to determine if the reported events of stent premature deployment and delivery system retraction problem was due to the physician's manipulation/technique during the procedure, or whether it was related to a device malfunction. The device was not returned because the device remains implanted, therefore a technical analysis could not be performed. The investigation findings did not lead to a definitive conclusion regarding the cause of the reported events; without proper evaluation of the device, the most probable contributing cause remains unknown. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned as it remains implanted; therefore, product analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed transgastric to the jejunum to treat a gastric outlet obstruction (goo). The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm in size and walled-off necrosis 6 cm in size that are adherent to the gastric or bowel wall." The axios stent is not indicated to be implanted transgastric to the jejunum. Furthermore, the physician resheathed the distal flange by trying to reverse the handle back to step one. However, per the IFU "the stent cannot be resheathed after the stent first flange has been deployed." Risk review: a risk review was completed and confirmed that the reported event of stent premature deployment and delivery system retraction problem were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150103 captures the reportable event of stent prematurely deployed. Imdrf device code a0510 captures the reportable event of delivery system retraction problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction (goo) during an eus-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2026. During the procedure, visualization of the axios catheter was limited due to extensive debridement within the stomach. When attempting to deploy the distal flange of the stent, the physician experienced difficulty but was eventually able to visualize the axios stent. Resistance was then encountered while attempting to pull back the delivery system. In an effort to release the delivery system, the physician attempted to re-sheath the axios stent, which allowed the delivery system to disengage. While still on step 2 of the catheter, retraction of the delivery system resulted in the unintentional deployment of the proximal flange. Despite the difficulty and premature deployment of the proximal flange, the stent deployed in the correct location, and the physician is comfortable leaving the stent in place. There was no patient complications reported and the patient's condition following the procedure was reported to be fully recovered. Note: it was reported that the device was intended to be placed transgastric to the jejunum to treat a gastric outlet obstruction (goo). The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall." The axios stent is not indicated to be implanted transgastric to the jejunum. It was reported that the physician re-sheathed the distal flange by trying to reverse the handle back to step one. However, per the IFU "the stent cannot be re-sheathed after the stent first flange has been deployed."